Manufacturer narrative:
Technician found brake caster not holding while in brake position. Replaced caster to resolve this issue.

Event description:
Complaint indicated that the brake caster was not holding while in brake position. No injuries reported.